Event description:
A malfunction alarm was reported by the customer, displaying malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed to call back if the malfunction code recurs. The customer understood the instructions and continued to use the pump without further issues.